Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2013, product type: lead. (B)(4) apply to the implant, the other codes apply to the lead.

Event description:
It was reported that the patient had stimulation in the wrong location and a loss of therapeutic effect. The symptoms were acting up so the patient increased it about a month and a half or 2 months ago, but it hadn't seemed to have fixed the symptoms. The patient had to ramp up the stimulation on program 1 because it didn't seem to be working like it used to. The patient hadn't been getting symptom relief within the last month. The patient had the stimulation on program 1 up to 8.5v and the stimulation feeling from the wires seemed to have moved. They felt it in a different place then they normally did for about the past couple of months. The patient wanted to know how to tell what level their implantable neurostimulator (ins) battery was at. The patient moved from program 1 to program 2 at 1.3v and then increased to 3.1v and felt it in a different area now. The patient was going to try this setting and wanted to know how their health care provider (hcp) could tell if the leads were in the right place. The patient called back and wanted to know if a certain hcp was trained on the device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2015. Additional information was received from a consumer stating the patient's leads had moved and it wasn't working correctly. The caller stated the doctor put new leads in on the other side. The patient stated it was with the first device but then said maybe it was with the last one, they did not know the event date. The patient also mentioned the first implant died due to normal battery depletion. No further complications were reported.